Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: during investigation, the black box showed no evidence of short battery life, ¿cs128¿ alarm occurred due unconfirmed ¿cs162¿ warning for 15 min (B)(6) 2019. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, all current reading were within specification,and the short battery life was unable to be duplicated. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.